Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the new cartridge was unable to be installed. The previous cartridge was reloaded resolving the issue. Customer¿s blood glucose level was 400 mg/dl.